Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01571. It was reported that the patient presented for a system implant procedure. The physician attempted to implant two different right atrial leads. Low sensitivity measurements were noted and both leads dislodged from the atrium after the helix for both leads were screwed in the tissue. The physician explanted the leads and elected to implant a single chamber implantable cardioverter-defibrillator instead. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. After cleaning and by applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing shorting between the outer coil and inner coil conductor paths consistent with overtorqued of the inner coil at the connector region. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. The reported event of ¿low sensitivity measurements¿ was isolated to the overtorqued inner coil causing an internal short.